Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1hlac, implanted: (B)(6) 2017, product type : lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the statement it has been acting funny was clarified. The patient stated it worked fine some days then not at all other days. Also it was causing issues with back pain increasingly worse and the inability to get required mris needed for other medical issues. The patient also clarified the statement the device might be depleted stating the battery appears dead or worn down. Would like it removed. It was unknown if the issue was caused by normal battery depletion. When asked what the most likely cause could be the patient stated normal battery depletion or being reset too many times from having other medical testing. The issue was not yet resolved the patient is waiting for someone to remove it completely.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1hlac serial# implanted: (B)(6)2017 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1hlac, ubd: 10-jun-2021, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient wanted to get their ins removed because they think it might be depleted, as it hasn't been working (in terms of therapy). Patient also mentioned that it has been acting funky and giving them restless leg. Event date asked, patient said they don't know but it's been a little bit. Patient said the side where their implant is has also been achy a lot and it wasn't ever before. Patient said there's a wire that popped out that you can see right underneath/against the skin and they can move it back and forth. Patient said when they wear jeans or tight waisted pants, it bothers them. Patient said they noticed this about 6 months ago. Patient said they want to get the device removed so they can see how they do with their bladder symptoms. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to discuss explant. Patient said they don't have a managing hcp. Agent sent physician listings.